Event description:
Facility reported a fail code 570 during biomed testing. Details were not available regarding additional contact info, pt demographics, medication involved, or pump programming. There have been no reports of any pt incident involving this pump since the last baxter service event.